Manufacturer narrative:
Up to this point, the hospital will not confirm that they will send back the product for evaluation. If the product is returned, a supplemental report will be submitted. The device service history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that while the ev1000a monitor and power adapter were being used while monitoring a patient, the power adapter started to smoke. The equipment was unplugged from the wall socket and moved out of the room. The patient was moved out of the room. There was no harm or injury to the patient. The power adapter was found to be in the incorrect position on the pole. The edwards representative had visited the facility two months earlier and advised the hospital of the proper placement position of the power adapter and placed all the power adaptors of the ev1000 machines in the proper position. Also, the hospital had been notified by letter regarding the proper placement of the power adapter/cords. In this instance, the power adapter was found to have been changed to the incorrect position after the edwards representative's visit. There is no further information available.